Event description:
Reported device in the 300s mg/dl for two weeks. Customer was taken to the e.r. (ER). Cusotmer was "out of it" for two weeks. In the hosp, their device = in the 500s mg/dl. Customer was given an IV and insulin shots and hospitalized. Whether controls were in range, is unk. Strips were expired. A request was made for return product and replacement product was sent.